Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was unknown. It was reported that the patient was not hospitalized for the events. It was reported that no medication for the event has been started yet due to the covid lockdown. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.